Event description:
It was reported the patient developed a systemic infection and there was vegetation on the high voltage lead. The leads were removed and one was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.